Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and back pain ("low back pain"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: diagnosis: a. Uterus and bilateral fallopian tubes; hysterectomy/salpingectomy: -weakly proliferative endometrium with stromal breakdown -bilateral essure coils in place, fallopian tubes, cervix, and myometrium otherwise without abnormality gross description: a. Container designation: "uterus, cervix, bilateral tubes" ¿ the specimen consists of a previously opened uterus with a separate portion of tissue and a detached fallopian tube. Both intraparenchymal portions of fallopian tube has portions of essure coil present. The separate portion of tissue is 3.2 x 2.0 x 0.6 cm and has a 1.0 cm in length, non-fimbriated, segment of fallopian tube with inserted portion of essure coil. The detached fallopian tube is focally tortuous, 3.4 cm in length, has a single 0.4 cm paratuba1 cyst near the fimbriated end, is inked blue, and has no essure coil present. Microscopic description: histologic examination is performed on one or more representative tissue sections. Unless otherwise noted, internal and external controls for all special histochemical preparations are appropriately reactive.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received : previously reported event "medical device removal" updated to "pelvic pain" and reporter added. New events added- dysmenorrhea, low back pain. Lab data added. Essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.